Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The generator interface circuit board was replaced and the filament and other calibrations completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 stopped producing an image on the left monitor halfway through a procedure. The c-arm was replaced and the procedure completed without incident. There was no adverse pt involvement reported. There was no pt information reported.